Event description:
A cerebral vascular accident (cva) occurred. It was reported that versacross connect laac access solution was selected for use. A concomitant procedure consisting of a farawave pulsed field ablation followed by a left atrial appendage (laa) closure procedure was performed under intracardiac echocardiography (ice) guidance. Transseptal puncture was performed after administration of heparin, with an activated clotting time (act) greater than 400 seconds. A 27mm watchman flx pro closure device was implanted with a single deployment and no recaptures. Final assessment confirmed appropriate position and complete seal. Protamine was administered, and the patient was transferred to recovery in stable condition. Approximately two (2) hours post-procedure while in recovery, the patient developed acute neurological deficits, including loss of sensation in the extremities. A computed tomography (CT) scan confirmed the diagnosis of ischemic cerebrovascular accident (cva). The patient was admitted to the intensive care unit (ICU) for monitoring. No intervention was disclosed and the stroke progressed. A last dose of eliquis morning prior to procedure. The patient is currently hospitalized, transferring to neuro rehab facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.